Event description:
It was reported that the patient has an apneic episode during oximetry. The cause of the apneic episode is being investigated as to the reason being medication, vagal nerve stimulator (vns), or obstructive sleep apnea (osa). The physician reportedly believes that it may be due to the patient's medication (benzodiazepine (clobazam)) but needs to rule out vns as a contributing cause. It was later reported that the patient was seen again and is doing better. The mother states that the apneic episodes have decreased, however the physician does not have an assessment on the cause of the apnea. No additional relevant information has been received to date.